Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device yp1301b, y-knot pro flex 1.3 mm anchor, no. 2 hi-fi blue was being used on an unknown date during a arthroscopic bankart repair and it was discovered post-operatively that the ¿inserter tip remaining inside the patient¿s body. This issue was not recognized during surgery and appears to have been identified postoperatively due to artifacts observed in MRI images.¿ the procedure was completed without an alternate device. The device was used with appropriate care to minimize side or bending loads. No excessive force was applied. An appropriate drill bit was used, and a pilot hole of proper depth was created, with the stopper reaching the guide. The anchor was properly attached to the driver tip both before and during insertion. The anchor was properly fixed (deployed) without any issues. This report is being raised due to the reported injury of fragment of device remains in the patient.